Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review and during functional testing. The root cause for the reported complaint was due to the defective brake on the drive train motor as a result of wear and tear of the autopulse platform. A replacement of the drivetrain motor is required to remedy the problem. Visual inspection was performed and found cutoff head restraint loop cables, cracks in the front and bottom enclosures, bent battery lock and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The top cover, front enclosure, bottom enclosure and battery lock were replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in september 2008 and is more than 11 years old, well beyond the expected service life of 5 years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data revealed a system error 139 (unable to hold compression position) message, thus confirming the reported complaint. In addition, archive data revealed multiple user advisory (ua) 17 (max motor on time exceeded during active operation) error messages. Both error messages are due to the defective brake on the drive train motor. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.